Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was unsatisfactory stimulation pattern status post generator replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient had issues with the battery since the battery was placed. The patient reported on (B)(6) 2016 that the stimulation pattern was not helpful with pain control. Reprogramming had been ordered, but the patient had not scheduled it yet. The device had been off since (B)(6) 2016. The therapy was currently suspended. It was reported that the event resolved without sequelae, however, reprogramming was scheduled on (B)(6) 2016. No further patient complications were associated with the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported the patient was not using the implantable neurostimulator (ins), it was not helpful. The patient experienced unsatisfactory stimulation pattern on (B)(6) 2016; it was also stated post general replacement. The etiology indicated the relationship of the event to the device or therapy was related, but unlikely related to the implant procedure. The intervention taken was reprogramming. The outcome was noted as ongoing. The indication for use included spinal pain and failed back surgery syndrome.